Manufacturer narrative:
Pr (B)(4)¿ follow up MDR for device evaluation. Three photos of 3 ml syringes were received by bd. A quality engineer was able to review the photos from lot number 2223811 regarding material number 301073. One image shows a loose syringe with a light-colored hair-like string several inches long extending along the outside of the syringe. The condition observed cannot be confirmed to have originated at the packaging plant from the photo provided. Another photo shows a loose syringe with a blue particulate inside the fluid path larger than level 4. Another photo shows a loose syringe damaged appearing to have been crushed between dials rendering unusable. The conditions observed are non-conforming per product specification. The photo w/ the blue particulate inside is applicable to pr 9156015 potential root cause for the foreign matter fluid path and syringe damaged defect is associated with the assembly process. A device history record review was completed for provided lot number 2244043 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: "hair (string flash) was found on tip of 3ml syringe."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.